Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic instrument's white blade coating began to melt and separate from the instrument. The surgeon requested another instrument as replacement. The physician assistant (pa) at bedside removed the damaged harmonic, searched with surgeon for any fallen debris internally in the patient. When the new instrument was received the tech replaced it, pa installed, surgeon tested, and the case finished without any other issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was inspected prior to use, and there was no damage noted. The procedure was completed robotically with no injury /harm to the patient. There was no thermal damage noted. The reporter was not aware of any arching that occurred from another instrument. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. There was no fragment fall on the patient. No post-operative tests like an x-ray or ultrasound were performed to check for fragments. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object. The video recording of the procedure is not available for isi review. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have teflon pad damage. Visual inspections showed that the teflon pad appears to be attached to the distal end, there was not any missing material found. The complaint was confirmed by failure analysis.